Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Tw kinks was observed on the catheter tubing approximately 76.7cm and 72.9cm from the iab tip. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump, and the autofill alarm sounded from the pump. The reported event was confirmed by the evaluation. The condition of the iab as received indicated kinks in the catheter tubing. We are unable to determine when the kinks occurred, however the kinks may restrict the gas passage and result in poor inflation and deflation on the pump and a kink could also cause an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). This event occurred on the japanese market with a transray 40cc iab, which is a significantly similar device to sensation 40cc which is sold in the us. For d4: di number has been used for sensation 40cc (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), a filling error message was displayed. The operation was repeated several times, but the problem did not improve. The procedure was successfully completed after inserting a new product of the same type again.